Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on historical data, possible causes include damage of parts due to wear, deterioration, deformation or some kind of physical stress between the videoscope components without any design or manufacturing issue. The most probable cause could be traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a foreign object at the tip and in the charged coupled device lens and peeled glue at the distal end. There was no patient involvement.